Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer's most current level was 568mg/dl. The customer treated the high with pen and pump. Champaign size air bubbles were noted in the reservoir. The customer was assisted in priming out air bubbles. The customer is being sent tubing clamps to conduct high pressure testing. The customer was advised to call back when materials are received in order to complete troubleshoot.